Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. On 02/01/2017 - analysis found that the lead was fractured at the conductor coils. The fracturewas attributed to entrapment in the clavicle.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an unknown malfunction. This lead was explanted. No additional adverse patient effects were reported.